Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000090895. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Imaging showed that the lead had migrated. As a result, surgical intervention was undertaken wherein leads were explanted and replaced. Effective therapy was restored post operatively.the investigation was unable to determine the lead migrated.